Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Case reports forms were received on 02/06/2013. (B)(4).

Event description:
A surgeon reported a clinical study pt with cystoid macular edema following intraocular lens (iol) implant surgery. The pt was treated with medications. At a follow up visit, the surgeon noted keratitis, superior conjunctival injection, mild limbal infiltrates, mild rebound iritis, posterior capsule opacification, and posterior capsule haze. The surgeon noted that the events resolved following treatment.